Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 52 mg/dl. Customer also stated that they received change sensor and calibration not accepted alert. Customer stated that they were using auto mode feature. The customer did not provide the symptoms regarding low blood glucose. Customer declined to continue troubleshooting. The device will not be returned for analysis.